Event description:
Dr. Called in to report that the customer has been hospitalized with low bgs and they were unable to troubleshoot the pump at that time. Customer called back later and said they had been under extreme stress, has grand mal seizures and spouse is currently undergoing transplant surgery. Customer said they had high bgs the day before and couldn't seem to get them under control. Later they were hospitalized with hypoglycemia. Troubleshooting concluded the pump was operating properly.